Event description:
The patient had an 18mm amplatzer asd device placed in 03. Within 24 hours of placement, the device embolized across the aortic root. The device remained stable. Two days later, the device was percutaneously retrieved and repositioned in the patient. After more than 2.5 years follow-up, the final result is perfect.